Manufacturer narrative:
Should additional information become available, this event will be updated and resubmitted.

Manufacturer narrative:
Analysis is currently ongoing. Once analysis is complete this event will be updated and resubmitted.

Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Event description:
Boston scientific received information that this implantable device was replaced successfully. This device declared the battery status elective replacement indictors (eri) due to an extended charge time of 27 seconds. No adverse patient effects reported.

Event description:
Subsequently this device was returned to boston scientific for laboratory analysis.